Event description:
Customer reports: during pre-test the doctor found the cuff could not be deflated. Customer confirmed no patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is returned a summary of the investigation results will be provided in a supplemental report.